Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a model ar40e model intraocular lens(iol) was inserted, a cloudy film was noted, possibly from contact with a glove while the lens was being loaded into the cartridge. The lens was removed from the eye, and a model pcb00 lens was implanted without any incident. The event was observed during post operative examination and prior to end of the case. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified. And product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation: yes section d10: returned to manufacturer on: 1/6/2021 section h3: device returned to manufacturer: yes device evaluation: the foreign material (described as ¿a cloudy film¿) was received on the returned complaint lens. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. The foreign material was forwarded to eag laboratories for further analysis. Per eag ftir analysis: ftir was unable to reasonably identify the white substance. Ftir can only characterize organic species present at 5-10 wt%; anything below this concentration may not be amenable to ftir analysis. Edx revealed the presence of na, cl, s and p suggesting the presence of a salt species, possibly with biological material. The complaint issue was confirmed (presence of foreign material), however, because ftir analysis could not be performed per eag laboratories feedback, no spectrum was able to be obtained for comparison against the añasco manufacturing process ftir library. Furthermore, per the initial report, the customer states the possibility of the foreign material coming "from contact with a glove while the lens was being loaded into the cartridge" and therefore it cannot be confirmed if the issue is related to handling or manufacturing, because añasco has manufacturing controls in place to prevent the release of product with foreign material on it, and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.